Event description:
Complaint rec'd from user facility report, number 1600820000-2006-8011. Report states "rn noticed leakage when trying to prime tubing for baxter mini-infuser set. Minimal loss of medication. New tubing was used. No pt harm. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No add'l info available.

Manufacturer narrative:
A request for the return of the device has been made. Should the reported device be returned and evaluated, a follow up report will be submitted.